Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, she experienced yellow wrench with audible alarms. Pt was admitted to the hospital and placed on pneumatic support. The hospital made a decision to replace with lvad with another lvad.

Manufacturer narrative:
Pt is doing well and was discharged to home. No further info is known at this time. A supplemental report will be submitted when the device analysis is completed.